Manufacturer narrative:
As the electrodes were not available, the investigation did not identify a product problem. The cause of the event could not be determined. Based on the limited information provided, the centrifuge spin time may be shorter than recommended, and the spin speed may be faster than recommended. The analyzer alarm trace contained multiple "abnormal probe sucking" errors on the day of the issue. This is an indication of possible poor sample quality.

Manufacturer narrative:
The field service engineer replaced the electrodes. Unique identifier (UDI) #(B)(4).

Event description:
There was an allegation of a questionable ise indirect gen.2 results from the cobas 6000 c501 module. The initial results were sodium 172 mmol/l, potassium 5.05 mmol/l with a data flag, and chloride 82.6 mmol/l with a data flag. The repeat results on another cobas 6000 c501 module were sodium 138 mmol/l, potassium 3.88 mmol/l, and chloride 107.7 mmol/l. The questionable results were reported outside of the laboratory. An amended report was sent. The sodium electrode lot number was h65 with an expiration date of 17-aug-2021. The potassium electrode lot number was z13 with an expiration date of 08-nov-2021. The chloride electrode lot number was x53. The expiration date was requested but was not provided.